Event description:
Allegations of chronic urinary tract problems, chest pain, breast pain, arthralgia, myalgia, joint swelling, unexplained rashes, sicca symptoms, sleep disturbances, irritable bowel syndrome, cognitive dysfunction.